Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is not sounding when a patient has pauses in their heart rhythm. The bme reports the nurse's state that during this time there were no alarms sounding, but the monitor technician caught it. The bme reports that the nursing staff has reported that there have been several incidents that were not caught, but were found after the fact while reviewing patient's strips. Patient pre-existing medical information is for one patient that had a 5.6 second pause with no alarm sounding at the hub at 11:11 pm on (B)(6) 2022. No serious injury or death was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 12/16/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 12/29/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 01/03/2023 customer replied to above email via microsoft outlook and provided the patient demographics in date of birth, sex, and other relevent history, no information provided for sections weight, ethnicity, race & tests/lab data. Concomitant medical device: the following device(s) were used in conjunction with the model #:org-9110a. Serial #: (B)(4). Device manufacturer data: 10/14/2014. Unique identifier (UDI) #: (B)(4). Model #: pu-621ra. Serial #: (B)(4). Device manufacturer data: 01/14/2015. Unique identifier (UDI) #: (B)(4). Model #: zm-531pa. Serial #: (B)(4). Device manufacturer data: 11/06/2020. Unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is not sounding when a patient has pauses in their heart rhythm. The bme reports the nurse's states that during this time there were no alarms sounding, but the monitor technician caught it. The bme reports that the nursing staff has reported that there have been several incidents that were not caught, but were found after the fact while reviewing patient's strips. One patient had a 5.6 second pause with no alarm sounding at the hub at 11:11 pm on (B)(6) 2022. No serious injury or death was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) did not alert for several instances of a patients' pause in their heart rhythm. One patient had a 5.6 second pause with no alarm sounding at 11:11 pm on (B)(6) 2022. No patient harm was reported. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. Multiple attempts were made to obtain additional information and printouts of the event from the customer, but these requests did not yield any additional information or the printouts. As alarms are controlled by parameters set in the alarm settings, missed events may be a result of the criteria for the alarms having not been met. Interpretations of historical data by the customer may not align with data recorded by the bedside monitors. A serial number review reveals an additional complaint related to missed alarms. In this event, documented in ticket (B)(4), the customer reported that the device did not alarm for svt. It was discovered that the data did not meet the criteria for svt as the heart rate of the patient was lower than the limit set in the alarm settings. This would support that a plausible cause for missed alarms for this customer are likely a result of user education and incorrect settings. Without printouts of the event, the waveforms cannot be analyzed to confirm the reported pause event. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: --org: model #:org-9110a. Serial #: (B)(6). Device manufacturer data: 10/14/2014. Unique identifier (UDI) #: (B)(4). --cns: model #: pu-621ra. Serial #: (B)(6). Device manufacturer data: 01/14/2015. Unique identifier (UDI) #: (B)(4). --zm transmitter: model #: zm-531pa. Serial #: (B)(6). Device manufacturer data: 11/06/2020. Unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alert for several instances of a patients' pause in their heart rhythm. One patient had a 5.6 second pause with no alarm sounding at 11:11 pm on (B)(6) 2022. No serious injury or death was reported.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report g6 type of report h2 if follow up, what type?

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alert for several instances of a patients' pause in their heart rhythm. One patient had a 5.6 second pause with no alarm sounding at 11:11 pm on 12/18/2022. No serious injury or death was reported.